Event description:
It was reported patient underwent labral repair procedure (B)(6) 2012. While inserting the fifth implant, the suture sleeve was cut from the inserter and was retained by the patient. Another hole was drilled and another juggerknot implant was used to finish the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and material aspects of the surgical implants."